Manufacturer narrative:
According to the facility on 9/19, "staff have to open multiple packages for one patient to get an accurate reading". Oxygen was increased to bring o2 sats up and the patient was placed on a oxymask. The pulse ox was switched to a reusable finger clip. The patient continued to be monitored. There was no serious injury and the patient was discharged home per routine discharge orders. A sample is available for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on 9/19, "staff have to open multiple packages for one patient to get an accurate reading". Oxygen was increased to bring o2 sats up and the patient was placed on a oxymask.